Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device exhibited a charge timeout while the patient was experiencing multiple shocks due to ventricular fibrillation (vf). 17 shocks were delivered in a 24 hour period, shortly before they battery voltage reached recommended replacement time (rrt). Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium (li) discharge along the anode edges, li isolation in segment 3 and near li isolation in turns 5 and 6. This resulted in a reduced li anode surface area, and an increased battery resistance. The increased battery resistance would result in an increased charge time during device use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device failed to deliver therapy. Follow-up was attempted with the clinic; however, no additional information was obtained. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.